Manufacturer narrative:
We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that during a power failure, the ups failed to operate and that they noticed that the ups battery pack was leaking acid. There was no report of harm to a pt, bystander, or operator. Philips service cleaned up the acid leakage and replaced the battery pack.